Manufacturer narrative:
(B)(4). The cause of the architect c-peptide falsely elevated quality controls and patient results was due to a new antibody lot used in the manufacturing of the c-peptide microparticle and/or conjugate reagents. Abbott issued a product recall letter to all customers with instructions to discard and destroy any remaining inventory of the affected lots.

Event description:
The customer observed an increase in the biorad control values when architect c-peptide reagent lot 00110l000 was in use. The abbott controls were within specification. There was no impact to patient management.